Manufacturer narrative:
Based on the available information, it is not possible to determine the cause of the low hemoglobin. Anemia is a frequent complication of chronic kidney disease, occurring in over 90% of patients receiving renal replacement therapy; while its pathogenesis is typically multifactorial, the predominant cause is failure of the kidneys to produce enough endogenous erythropoietin. Treatment details surrounding the hospitalization remain unknown and attempts for additional information has been unsuccessful. No blood loss was reported, no blood transfusion was reported and no product malfunction was alleged. It is unlikely that the cycler contributed to the event. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient¿s contact called technical support for help with operation of the cycler and revealed during the call the patient was hospitalized. During follow up with the peritoneal dialysis registered nurse, it was reported the patient was hospitalized (admission date unknown) for low hemoglobin and discharged on (B)(6) 2018. The patient was readmitted on (B)(6) 2018 for low hemoglobin. Treatment details surrounding the hospitalization is unknown. Additional information was solicited.

Manufacturer narrative:
Hospitalization / medical intervention.